Event description:
The 10 blade in it's bard-parker original packaging is contained in one of our surgical packs. When the scrub nurse began peeling open the outer metal packaging, the inner paper packaging over blade did not peel back on either side to expose the blade. Blade with packaging passed off sterile field and additional bard parker 10 blade obtained from supply cart and opened on sterile field. Staff reported the same event on prior procedure but the scrub used heavy scissors to cut blade out of packaging.